Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) checked error logs and confirmed autofill failures. Helium tank was empty and noticed drops in pressure readings. Checked pressure reservoir hose and noticed a crack in the elbow fitting. Fse replaced elbow fitting and performed helium leak check on new tank. Performed all function and calibration checks with passing results.